Event description:
It was reported that there was a left press-fit stem revised due to patient pain. No medical records as per doctor. Additionally reported via sales rep phone call on (B)(6) 2014: the stem had subsided and the surgeon felt that it was undersized. All reported devices were explanted to improve stability and proper fixation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.